Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received six unopened samples that pertain to the product code ep8747h. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04619, 2210968-2023-04620, 2210968-2023-04621, 2210968-2023-04623, 2210968-2023-04624, 2210968-2023-04627, 2210968-2023-04628, 2210968-2023-04629 and 2210968-2023-04630.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/7/2023. Additional information was requested, the following was obtained: 1. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Ans: there isn't any side effect report from patient. With the sutures snapped, it had delay and prolong the surgery. Surgeon had to open new packet and re-suturing on the graft. 2. What is the source of information for the query above? Ans: sales rep were not in the ot when incident happened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04619, 2210968-2023-04620, 2210968-2023-04621, 2210968-2023-04623, 2210968-2023-04624, 2210968-2023-04627, 2210968-2023-04628, 2210968-2023-04629, 2210968-2023-04630.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown data and suture was used. Ten sutures snapped during knot tying for a CABG case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2023-04619, mw # 2210968-2023-04620, mw # 2210968-2023-04621, mw # 2210968-2023-04623, mw # 2210968-2023-04624, mw # 2210968-2023-04627, mw # 2210968-2023-04628, mw # 2210968-2023-04629, mw # 2210968-2023-04630. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.